Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer went to emergency room for high blood glucose level. Customer stated range of blood glucose level was 50 to 600mg/dl. Device will not be returned for the analysis.